Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On approximately (B) (6) 2010, the pt noted the reported meter would not power on. Three days later the pt experienced the symptoms of 'feeling low', and administered self-treatment by consuming sugar. The pt also reported he took decreased doses of insulin during this time period. Afterwards, the pt experienced the symptom of blurred vision. Troubleshooting revealed the pt's test strips were correct, and the meter did turn on successfully with both the test strips and the power button. The meter, test strips and control solution were replaced. There is no evidence the meter was not powering on correctly. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he took decreased insulin doses due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.